Event description:
It was reported from (B)(6) that prior to surgery, it was observed that two battery compartments on the universal battery charger device were not functioning. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (aug 31, 2004) has been obtained and entered in this supplemental medwatch report.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery contacts on two of the four bays were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.